Event description:
Same case as MFR #: 2134265-2010-02886 & 2134265-2010-02904. It was reported that during a cryoplasty procedure, a balloon rupture occurred. A 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in a 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).